Event description:
It was reported by service report that the motion interrupt pan was removed and it was laying under the litter surface with broken parts in it. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was broken and removed from bed.